Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The service territory manager (stm) discovered that the console chassis insert thread was ripped out and was the reason for the failure. The unit can not be repaired in the field and is required to be sent back to the depot for repair. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module(pim) tests. There was no patient involvement, and no adverse event reported.

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module(pim) tests. There was no patient involvement, and no adverse event reported.

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module(pim) tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The service territory manager (stm) reported that after evaluation at the depot it was determined that the unit is not repairable because the defect is on the main chassis of the console that is not available as a repair part. The iabp is not safe to be put back into service.